Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the right atrial lead exhibited high capture threshold. The lead was not used. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing was normal. Visual inspection of the lead did not find any anomalies.